Event description:
Updated: concomitant device reported: unknown powered driver (part# unknown, lot# unknown, quantity 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Upon visual inspection of the complaint device it can be seen that on the distal end of the device is broken off and missing, this thus confirming the complaint description. In addition, the three (3) cutting edges at the proximal tip end are blunt. Furthermore, the article has scratches and dents all over. Due to the age of more than 22 years of the complained device a wear or use related root cause is the most likely reason of the complained malfunction. For complaints for which a non-manufacturing related probable cause has been identified no manufacturing record evaluation is required. Moreover a review of our complaints data base shows, that there are no other complaints for this issue from this article and lot number. The complaint relevant dimensions cannot be checked for dimensional accuracy, because of the damage. There is no particularize information what's happened to this article by customer, unfortunately we are not able to determine the exact reason for this occurrence, but we have to assume that wear and tear from often use over the years (as the instrument is over 22 years old) led to this damage or/and that during the operation an application error may have taken place. Wear and tear may also have played a certain role. In this relation we would like to point out our important information leaflet with following statement: end of life of a device is normally determined by wear and damage due to use. Evidence of damage and wear on a device may include but is not limited to corrosion (i.e. Rust, pitting), discoloration, excessive scratches, flaking, wear and cracks. Improperly functioning devices, devices with unrecognizable markings, missing or removed (buffed off) part numbers, damaged and excessively worn devices should not be used. To prevent such problems, it is necessary worn or damaged instruments to replace. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot: part: 338.100. Lot: 1078. Manufacturing site: hägendorf. Release to warehouse date: 26.feb.1997. Due to the age of more than 22 years of the complained device a wear or use related root cause is the most likely reason of the complained malfunction. Per franchise complaint product investigation procedure (B)(4) is for complaints for which a non-manufacturing related probable cause has been identified no manufacturing record evaluation is required. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11: d4: lot number provided for reporting. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2019, a dynamic hip screw (dhs) loan set was booked for a valgus osteotomy and periacetabular osteotomy (pao). When an 8 mm reamer was to be attached to an unknown power tool, the sales representative quickly realized that the reamer was broken. There was a section that extended out to an end of this instruments that allows an attachment into a power tool (via chuck usually). This section/piece was clearly broken off and was nowhere to be seen in the loan set. Thus, the reamer was not able to be used. The instrument is vital for a dhs case and as a result, the surgeon had to cancel the valgus osteotomy portion of the case. The surgeon continued with the pao and closed the patient upon completion. Procedure was completed with a few minutes surgical delay. This report is for a 8.0 mm drill bit for dhs/dcs triple reamer. This is report 1 of 1 for (B)(4).